Event description:
Veteran in operating room suite for femoral endarterectomy. Ir team and surgery team using shockwave implant to stent. Implant put in. Team noticed something wrong. Took implant out. Team noticed item left in veteran. Team attempted to remove item, item was not able to be removed. Item left in veteran. FDA safety report ID# (B)(4).